Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. The device was removed using counter-tension and an assertive pull per the instructions for use (IFU). Hemostasis was achieved with the clip; however, manual compression was used for approximately one to two minutes because of oozing from the tissue track. The target site was heavily scarred. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.